Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump only has a partial display on the lcd screen. The customer indicated that their blood glucose was normal at the time of incident. No further details given.

Manufacturer narrative:
Missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the self test and displacement test due to damage lcd glass.